Event description:
On 6th march 2026, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the iol was not stable in the capsular bag and had to be removed.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was not stable in the capsular bag and had to be removed. The lens was explanted and exchanged within the original surgery for a 3-piece iol. The healthcare facility has confirmed that there was no harm or injury to the patient. The device has not been returned to rayner. Our review of production records for the rayone spheric rao100c, batch 095281640, showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c, batch 095281640. From our communication with the healthcare facility, there is no indication of a device-related cause for the instability within the capsular bag.